Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported receiving an alert 38 on the ilet. The alert persisted despite multiple device restarts and supply changes. A dry run without the cartridge and a subsequent full supply change were completed successfully. The user¿s bg was 298 mg/dl, out of range for approximately six hours. No symptoms, medical intervention, or outside assistance were required.